Event description:
Reportedly, during a chirurgical intervention planified to a clinical subject, the physician wanted to deactivate the therapies as recommended for medical intervention. However, this clinical device could not be interrogated with the commercial standard programmer. Then, the physician deactivated detection by magnet application.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was mfg and used outside the united states. The device model involved in this MDR report is not approved in the u.s; however, it is similar to paradym crt models approved under (B)(4). Analysis is pending.